Manufacturer narrative:
The ge rep performed an on site investigation. The hard drive was replaced. The software was reloaded. The keyboard was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys lost images. No report of pt injury.